Event description:
Co was informed of the event by the sales representative of the distributor from whom the hospital purchased the thermometer. A physician at the hospital alleged that the thermometer exceeded temperature of his patient. The thermometer in question appeared to 2 to 3 f high. Wanted co to know about the problem. Co requested that he return the thermometer on 07/08/97 and reverted for testing the same day. Results were received on 07/22/97, which showed that the thermometer did read three degrees high. To this date, no similar reports have been received for the glass mercury thermometer product.